Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. Evice ad cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery for the past few days. The customer stated they had tried to resolve the issue and had been changing the infusion set but the alarm recurs. Blood glucose at time of initial incident was 169 mg/dl, followed by 173 mg/dl, 269 mg/dl, and 120 mg/dl on the most recent incident. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.